Manufacturer narrative:
The user did not record the serial number at time of event and therefore could not locate the unit for evaluation.

Event description:
It was alleged that the patient fell out of bed and later expired. The user reported that they were unable to determine if the patient expired as a result of the fall, or as a result of a previously deteriorating health condition. No details were given regarding the patient's health condition preceding the fall. It was further alleged that the bed exit did not alarm at the nurses' station, but did alarm locally.